Event description:
It was reported that patient death occurred. The rotawire was selected for use for a percutaneous coronary intervention. When the physician was completing rotablation and dynagliding in around the bend of the 7f guide catheter, the 1.5mm burr got stuck in the guide catheter. Dynaglide was shut off and the physician tried to advance again, but the burr would not advance. The physician had manually poked holes in the guide catheter and thought the burr might not have advanced due to those holes. The physician removed the burr while on dynaglide and switched the guide catheter. Another attempt was made to advance the 1.5mm burr, however the rotawire would not exit the console from the back end. The patient died on the table. Cause of death was cardiac arrest.